Event description:
Nurse noted inability to determine "trends" on a telemetry patient. On further assessment, this covered computer had not been processing any data for eight hours. As a result, no alarms were activated and no events were stored. Clinical engineering immediately examined the monitor. The ECG waveform zone carried an ECG waveform and a message that the arrythmia classes were full. Several attempts were made to reset the arrythmia process process via the software on the central monitor without sucdess. The monitor itself was then put through "soft rebot". Upon rebooting, went into it's relearning mide. Everything was then working normallydevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted. Results of evaluation: computer software problem. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.